Manufacturer narrative:
Concomitant medical products: sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#n2g0163uy); sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#n2g0163uy); sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#n2g0163uy); sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#n2g0163uy); sig power sigphandle handle (lot#unknown); sig power sigadaptstnd linear adapter (lot#unknown); sig power sigpshell control shell(lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic left upper quadrant resection, there was a staple line incomplete at the proximal side and poor staple formation on both reload. On the first firing, the blood was oozing and hemostasis by compression was done. On the second firing, using the second reload from a different batch, while at the superior pulmonary vein, a fire was performed at a location where the crotch of the bifurcation was just over the knife line. Bleeding from the two branch vessels did not stop. Suture ligation was performed for hemostasis on the superior pulmonary vein with examination thread to stop two branch from bleeding. The staple line on the remaining trunk side of the patient was not clean, and bleeding from the disconnected area did not stop. There was 30cc of bleeding and 30 minutes of compression. Hemostasis with seal after compression was done. Surgical time was extended for more than 30 minutes. A new reload was used to complete the case.

Event description:
According to the reporter, during a laparoscopic thoracoscopic left upper quadrant resection, there was a staple line incomplete at the proximal side and poor staple formation on the second reload. On the first firing, the blood was oozing and hemostasis by compression was done. On the second firing, using the second reload from a different batch, while at the superior pulmonary vein, a fire was performed at a location where the crotch of the bifurcation was just over the knife line. Bleeding from the two branch vessels did not stop. Suture ligation was performed for hemostasis on the superior pulmonary vein with examination thread to stop two branch from bleeding. The staple line on the remaining trunk side of the patient was not clean, and bleeding from the disconnected area did not stop. There was 30cc of bleeding and 30 minutes of compression. Hemostasis with seal after compression was done. Surgical time was extended for more than 30 minutes. A new reload was used to complete the case.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a3(gender was removed) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged and the jaws were open. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. Test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that staples were missing from the staple line after firing and there was unexpected bleeding occurred along the staple line. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that operating room time was extended by more than 30 minutes resulting from product failure and the staples did not form as expected. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records fo r each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.